Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms noted. The drive support was inspected and no anomaly was noted. Device had cracked case at display window corners and battery tube threads and minor scratched display window. (B)(4). (B)(4).

Event description:
The customer reported via phone call that he was hospitalized on (B)(6)2015. The customer stated the insulin pump did not get any alarms and he experienced high blood glucose over 600 mg/dl and diabetic ketoacidosis. The customer explained that he woke up in extreme pain, very dehydrated and tested with high ketones so he drove to the hospital. Blood glucose value at the time of admission was over 500 mg/dl. He was admitted into the intensive care unit for 3 nights and regular room for 2 nights. The customer had been experiencing high blood glucose since (B)(6) 2015. During troubleshooting; the customer stated that the insulin pump sometimes alarm for no deliveries and other times it doesn't. He also stated that the drive support cap seems uneven. Current blood glucose was 248 mg/dl. The insulin pump was replaced and returned for analysis.